Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted. The reason was not provided. Another device was successfully implanted. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.